Event description:
The hcp reported the pt's pump was explanted after 74 months implant duration. No patient symptoms or outcome were provided. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis revealed a motor coil anomaly; a broken coil mounting screw. The drug found in the pump's reservoir was fentanyl.